Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements related to the reported failure mode: "chapter 7 cleaning, disinfection, and sterilization procedures; chapter 8 reprocessing workflow for endoscopes and accessories; chapter 9 reprocessing the endoscope (and related reprocessing accessories)". The investigation was unable to identify the foreign material. Although requests were made to the user facility, no details concerning the reprocessing practices could be obtained. Consequently, a definitive root cause for the foreign material failure could not be determined. Likewise, a specific cause for the physical damage failure could not be confirm ¿ though, a stress-related event is suspected. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited missing piece on probe unit, and foreign material inside the nozzle and knob wire. There were no reports of patient involvement.